Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device tfl-sbx200s soltive fiber exhibited an error e41 fiber error. The issue occurred approximately within 5 seconds of attempted use. According to the reporter, the error message stated to wait for the fiber connector to cool prior to replacing it however, the user did not wait and instead, replaced the fiber. Similar device was used to complete the procedure. The intended procedure was completed with no errors occurred. There was no patient impact or harm was reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis, lot number of the subject device and investigation. Please see updated sections: d4,g4, g7, h2, h6 and h10. The subject device was received for evaluation for reported error e41 fiber error issue. A visual inspection was performed and there were no noted abnormalities on the device observed. Functional testing cannot be performed as service business center olympus facility has no capability to test this function. The "e41" refers to fiber ferrule high temperature error. Ferrule high temperature leads to hot connector . The device was returned to the OEM (original equipment manufacturer) and is under investigation. A root cause could not be determined with the information available at this time. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the previous supplemental report (h6: added 10- testing of actual device). Based on the legal manufacturer's investigation, the OEM provided an OEM report and noted that the input end of the fiber in the ferrule is chipped off. This would likely be a result of contamination during handling or a manufacturing defect.